Manufacturer narrative:
Manufacturing date -- (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Additionally a photograph was received and evaluated. Visual inspection of the photograph showed evidence of a ruptured bladder. Visual inspection of the actual device also noted the bladder had been ruptured. The ruptured bladder was microscopically examined with no abnormalities noted. The reported condition was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured during filling. There was no patient involvement. No additional information is available.